Manufacturer narrative:
Product event summary: it was found that the radiofrequency (rf) programmer head had internal corrosion and the cable was twisted. However, the rf head did pass functional testing.

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer's analysis. There was no patient involvement.